Manufacturer narrative:
Plant investigation: the reported event could be confirmed based on the returned component. The review of the data before february 2020 reveals that there are several power off and on actions performed within seconds, not following the recommendation to wait 120 seconds before resetting the motor protection switch. This time was implemented to prevent the motor protection switch from thermal loads. Some of the detected on/off actions occurred during the starting procedure t1 test, when the device was running under full load and after run-dry protection alarms when the device restarted. The reported issue of the middle fuse in stage 1 compartment was probably influencing the performance of the device with peaks of voltage, current and temperature. The power distribution box in which the fuse is located is not a vivonic product. The device history record related documentation has been reviewed. The device has been found to be conforming to the specifications and has been released without any discrepancies. The resistance test of the returned component reveals no failure of the motor protection switch. The switch has been disassembled, and a visual investigation revealed that contact l3 was deformed thermally. The contact point showed mechanical wear. Due to the thermal deformation of contact l3 it is not guaranteed that the contact will reliably close. The investigation determines a presumably loosen wire connection as failure cause. The wires were reconnected and the motor protection switch replaced. The motor protection switch was potentially tripped by an thermal overload caused by bad wiring/cable lug contact. It is possible that the wiring or crimping of the connection wires inside the monitor do not work properly and therefore, the switch was damaged. The switch was replaced two times, but the wiring was still the same. It is recommended to replace the wires inside the monitor which are connected to the motor protection switch.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility's biomedical technician reported an aquab plus 1500 device had a motor protection breaker trip on the stage 1 and the ro shut down. The biomedical technician replaced the motor protection breaker in aquab stage 1. This did not correct the problem. The biomedical technician determined the issue was the power distribution box and replaced middle fuse in stage 1 compartment to resolve the reported issue. The biomedical technician stated there was evidence of overheating found on one terminal lug of motor protection breaker. The biomedical technician stated that they noticed heat discoloration on one of the terminal lugs when replacing the part. A picture was provided which showed the damage from overheating on the terminal lug. The biomedical technician stated that the 600v rated cartridge fuse was replaced in the stage 1 compartment in the power distribution box, and the machine was returned to service. There was no patient involvement. It was reported that the part was returned to the manufacturer for evaluation.